Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, two cartridge alarms occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer reverted back to an alternate insulin pump for therapy.